Manufacturer narrative:
Product complaint (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot ==> the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system.

Event description:
Pinnacle litigation records received. Litigation alleges injury and pain. Doi: (B)(6) 2008. Dor: (B)(6) 2020; (left hip).

Event description:
Pfs alleges metallosis, lack of energy and lethargic, physical limitations due to weakness and lack of mobility and low energy. After review of medical records patient was revised was due to metallosis. Prior to revision he presented to clinic which xrays showed substantial medial calcar osteolysis. MRI showed evidence of fluid concerning to pseudotumor. There was a significant corrosion on the trunnion and on the backside of the liner as well. On (B)(6) 2021 patient underwent a right total hip arthroplasty to treat primary osteoarthritis.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.